Manufacturer narrative:
(B)(4). The device history review for the product weckvista access balloon port 12mmx70mm lot #73f1700111 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic cholecystectomy the balloon did not inflate, so the user extracted the device and checked to find that a part of balloon detached from the sleeve. No parts of the device balloon fell inside the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 412944 weckvista access balloon port 12mmx70mm for investigation. The returned sample was examined with and without magnification. Visual examination of the returned sample revealed that the balloon was partially detached from the port assembly at the proximal end. The observed damage indicates that the balloon was over-inflated. The returned sample appears used as there is biological material present on the device. Reference file pic_anp1900061924 for investigation photos. The IFU for this product, l05459, was reviewed as a part of this complaint investigation. The IFU informs the user "fill the provided syringe with 10 cc of sterile liquid or 15 cc of air. Attach the syringe to the check valve and inflate slowly. Caution: over-inflation of the balloon may cause it to rupture. Note that 10 cc of fluid or 15 cc of air will completely inflate the balloon and further inflation is unnecessary and will increase the risk of balloon rupture." A corrective action is not required at this time as the type of damage observed on the device is consistent with a device that has been overinflated. Operational context caused or contributed to this event. The reported complaint of "balloon not inflated" was confirmed based upon the sample received. The device was returned with the balloon partially separated from the port assembly at the proximal end. This damage is consistent with damage found when the balloon has been over-inflated. All balloon ports are 100% inspected for inflation during the inspection process. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. Based upon the damage observed, operational context caused or contributed to this event.

Event description:
It was reported that during laparoscopic cholecystectomy the balloon did not inflate, so the user extracted the device and checked to find that a part of balloon detached from the sleeve. No parts of the device balloon fell inside the patient.